Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose levels of over 600 mg/dl. The customer received a button error, low reservoir, and low battery alarms. She corrected her high blood glucose level with manual injections and the insulin pump. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.